Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that insulin was not observed to be delivering through the infusion set tubing. Customer's blood glucose level was 300 mg/dl. Reportedly, the infusion set site, infusion set tubing, and cartridge were changed and insulin delivery was successfully resumed.